Event description:
It was reported that the patient's blood glucose levels (bg) rose to 412 mg/dl while wearing the pod between 5 and 24 hours. The patient removed the pod and saw that the cannula was not properly deployed, as it was only halfway out. Upon inspection the pink slide did not move forward, indicating a needle mechanism failure occurred. As treatment, a manual injection was given using an insulin pen and a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.